Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis. The right ventricular (rv) lead exhibited high threshold, variable threshold and increase of impedance. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.